Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the d antigen. Satisfactory results were observed. Testing of the returned pt sample was consistent with customer's findings. The pt's sample reacted with the d-positive untreated cells but not with the treated cells.